Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 11/3/16 ¿ pfs ((B)(4)) and medical records received. After review of the medical records for MDR reportability, litigation alleges pain, tenderness, and elevated metal ion levels. The medical records indicate left hip pain, elevated metal ion levels (no labs), left hip abductor tendon fraying and weakness (no MRI report), metal debris and metal tissue staining. The stem was added to the medwatch for metal ions, and part/lot is being updated. The complaint was updated on: 11/23/2016.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis. Added patient's age, lawyer and facility name. Corrected the lot number and manufactured date of head. Doi (head and liner): (B)(6) 2005 - dor: (B)(6) 2014 (left hip). Doi (stem): (B)(6) 2005 - dor: none reported (left hip).